Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced a skin reaction with a rash, redness, inflammation, and infection under the entire patch area. The patient had itching sensation and the area was hot to touch. The skin was prepped with alcohol prior to sensor insertion. The patient consulted a doctor unspecified date) who prescribed the patient an unspecified oral antibiotic to take for seven days. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).